Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device did not discharge while using zoll electrodes. The device charged to the target energy level and a "defib ready" tone was heard. The complainant indicated that no error messages were observed. Complainant indicated that the patient subsequently expired. Complainant indicated that the electrodes from the event were discarded and are not available for evaluation. Customer's biomed was not able to duplicate the alleged malfunction.